Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was still having problems at night with their therapy since (B)(6) 2018 and that when they stood up it just came out. Patient was not feeling stimulation on program 4 at 8.5 on (B)(6). Patient synced to their device and felt stimulation in the correct area after they changed to program1. Patient was going to try the program for a week and notify their doctor if their symptoms were not better. No further complications were reported.